Event description:
It was reported there was an infection. The caller stated the patient had a red mark on her back that was about 3 inches long and white in the center, and that her implant site was sore to the touch. It was stated the patient could not feel the implant in the pocket anymore and it appeared brown almost like a bruise. Reportedly, it had been this way for the past few months. It was noted the patient fell about three months prior to report in her kitchen and broke her wrist, and was not sure if the fall had anything to do with her implant but also reported she had not felt stimulation in the past few months. The patient was redirected to her healthcare provider.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3 093-28, lot# v718484, implanted: (B)(6) 2011, product type: lead. (B)(4).